Event description:
Sorin group received a report that a problem with the pump was detected after coming off bypass. The s5 pump would stop and then start back up and then stop. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the problem with the pump was detected after coming off bypass. The s5 pump would stop and then start back up and then stop. There was no pt involvement. A sorin group field service rep was dispatched to the customer site to investigate. Functional testing performed on-site was unable to reproduce the problem . The pump was changed out with a new one and returned to sorin group for eval. Functional testing could not reproduce the problem. The housing concentricity and roller adjustment were both checked and no problems were found. Without the ability to reproduce the problem, no root cause could not be determined. No further action is deemed necessary.